Manufacturer narrative:
Per the clinic, although the patient experienced pain during the MRI procedure, the procedure was not terminated. The clinic applied their own splinting guideline and splint kit to the patient during the MRI procedure. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia.

Event description:
It was reported that the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla), leading to a poor performance. The patient's head was wrapped (it was not reported if application was as recommended by cochlear). Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.